Manufacturer narrative:
Customer returned the device for alleged low battery life, unexpected battery power loss, and blank display found on 01/30/2021. The device was received with a blank display after battery installation due to misaligned battery tube caused by a crack at the battery compartment and broken battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The device was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (electrical board) and vibrate harness assembly. Realigned the battery tube into place and the device powered up with a critical pump error (open book image) alarm which verified the misaligned battery tube caused the blank display. Successfully utilized crest and thus to download history files, traces and comlink3 files. A review of the downloaded trace and history files shows on 01/31/2021 there were two (2) software error (line number 5632 file number 2005) alarms (20:55 and 20:56), on 02/08/2021 there were four (4) software error (line number 5632 file number 2005) alarms (21:19, 21:25, 21:26, and 21:34). Further review reveals that on the day of testing there were multiple sequential software error(line number 5632 file number 2005) alarms that triggered causing the critical pump error (open book image) alarm. Software error file number =2005 line number=5632 is a sw issue: software error is triggered when device attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. (Esf2610666). Unable to verify low battery life and unexpected battery power loss due to critical pump error (open book image) alarm. The force sensor zero offset is within specification (24.6 millivolt). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, keypad overlay peeling, missing display window cover, missing serial number label, missing end cap address label, cracked retainer, crack at the battery compartment, and broken battery tube threads. Blank display is confirmed due to misaligned battery tube caused by cosmetic damage on the battery compartment. Critical pump error (open book image) alarm is confirmed due to consecutive software error alarms. Software error alarms are confirmed due to software errors. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Insulin pump will not turn on after a replace battery now alrt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.